Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced sporadic numbness down her leg. As a result, the patient underwent surgical intervention on (B)(6) 2017 wherein the system was explanted. Reportedly, the patient still experienced numbness down her leg post operatively and it's being addressed with physical therapy.